Event description:
The following report was received from the affiliate: during a ptca procedure of an 80% stenosed, moderately calcified, and tortuous lesion a dissection occurred following implantation of the second cypher des; deployed at 18 atms. The dissection was proximal to this stent and was treated with implantation of another 3.0x23mm cypher des.

Manufacturer narrative:
The file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.